Event description:
Detector fell: the system was being troubleshot subsequent to viewing a "gantry not pinned" error. During this troubleshooting, the system was in service mode and being rotated, when detector 2 was driven over the top of the gantry and fell down to the bottom colliding with the ring lock assembly. There was no pt in the equipment at the time of the event. The operators' manual states that the pt should not be on the table during operation of the ring locks. There were no injuries to users, pts, or other personnel.